Manufacturer narrative:
The patient had hemolysis reported in (B)(6) 2021 in MFR report #2916596-2021-01157. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had pump thrombosis in (B)(6) 2021 and was currently admitted for a driveline wound infection with bleeding post incision and drainage. The patient was on coumadin and heparin for 1 to 2 days. A log file review was requested. The log file contained data between (B)(6) 2021. The pump power/flow appeared to have been on an slightly elevated trend in (B)(6) 2021; however, the pump parameters do appear to return to a more baseline value over the previous few days of (B)(6) 2021. No sustained increase in pump/flow were seen in the limited data for the month of (B)(6) 2021. Technical services did notice the controller voltage levels are slightly below average indicating the patient cable may be worn and requires replacement. Additionally a yellow wrench alarm associated with an lcd fault occurred on (B)(6) 2021. The alarm quickly resolved indicating the event was a false positive. The log file also suggest the patient is sleeping on battery power which is not recommended. The follow up log file contained some minor power/flow fluctuations on (B)(6) 2021. No abnormally high or sustained readings were seen in the new data. The pump appeared to be operating as intended with no other notable alarms or events recorded. It was reported that the date of the thrombosis diagnosis was (B)(6) 2021. The patient had an echo (good flow, no visible thrombus) and all lab results no significant changes. The patient's brain CT showed a very small amount of sulcal subarachnoid hemorrhage but per neurology the patient is good to continue taking coumadin. Post incision and drainage coumadin was held for two days as treatment for the bleeding. The patient received a total of 7 units of packed red blood cells and 3 units of fresh frozen plasma (ffp). The patient resumed coumadin back on (B)(6) 2021 and the patient was discharged on (B)(6) 2021.

Event description:
The date of the driveline infection occurred on (B)(6) 2021, when there was the first positive wound culture.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed minor, transient elevations in pump power and estimated flow; however, a specific cause for this event could not be conclusively determined through this evaluation. It was reported that the patient was admitted for a driveline wound infection with bleeding post incision and drainage (I&d) and was on anticoagulants. A power elevation was also of concern. It was later reported that an echocardiogram (echo) was performed which revealed good pump flow and no visible thrombus. All lab results revealed no significant changes. Brain computed tomography (CT) showed a very small amount of sulcal subarachnoid hemorrhage. The patient received adjustments to their anticoagulant treatment, a total of 7 units of packed red blood cells (prbcs), and 3 units of fresh frozen plasma (ffp) as treatment for bleeding. The patient resumed anticoagulant treatment on (B)(6) 2021 and was discharged on (B)(6) 2021. The patient ultimately expired on (B)(6) 2021 ( refer to MFR#2916596-2021-03624). The heartmate ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also lists bleeding and infection as adverse events that may be associated with the use of heartmate ii lvas. The IFU and patient handbook both contain information on anticoagulation, including recommended international normalized (inr) values, as well as infection and how to prevent it. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists driveline infection and bleeding as potential adverse events that may be associated with the use of heartmate ii lvas. This section also addresses all pump parameters including pump speed, power, and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also provides information on anticoagulation, including recommended international normalized (inr) values, as well as care instructions regarding infection. The heartmate ii lvas patient handbook is also currently available. The handbook contains various sections which provide care instructions for preventing infection. No further information was provided. The manufacturer is closing the file on this event.